Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alarm was sounding. The alarm was confirmed by telemetry. It was the critical alarm that was sounding. The alarm was due to a critical pump memory error. The cause of the event was due to trying to update the pump in a leaded room. The pt was removed from the room and was reprogrammed. The issue was resolved. It was later reported that the pt had a dye study the day the event was reported. The pt was in a leaded room and got the memory error when the manufacturer rep tried to update and prime the catheter due to the lead in the walls. The dye study was normal and was done because, the pt reported increased pain. After the dye study, the pt's pump was increased to .3 mg/day. It was assumed that the pt was fine because, the pt had not been heard from since the event. The drug used in the pump at the time of the event was dilaudid. Additional information has been requested; a follow-up report will be submitted if additional information becomes available.